Manufacturer narrative:
(B)(4).

Event description:
The following issue was reported to syncardia on january 20, 2016. At that time, syncardia classified the issue as a non-reportable service/repair request. After further evaluation on may 5, 2016, syncardia determined that the issue was a reportable adverse event. The customer reported that on thursday morning, (B)(6) 2016, the patient spilled a glass of milk from his table down onto his freedom driver that was on the floor. The patient reported that there may have been some alarms but he immediately wiped the driver with a towel and then removed one onboard battery, cleaned it and the battery well of the driver. He then removed the other onboard battery and cleaned it and the battery well. The patient reported that the driver only had battery alarms when he removed the onboard batteries to clean them. The customer also reported that the patient and his brother advised that on saturday, (B)(6) 2016, they were at a laundromat, and the patient became unconscious. The brother rushed to install or re-install an onboard battery and the patient awakened without any ill effect. The patient's brother reported that he could not recall if the driver was alarming or if the driver had stopped; it was unclear if the brother simply pulled out and reinserted one of the onboard batteries or if he actually put in a new onboard battery that they had with them. The customer also reported that ems services responded to the laundromat but when they arrived the patient was feeling fine and it was reported that the blood pressure was normal. The customer also reported that the brother and the patient did not come into clinic until the following tuesday, and there were no reported alarms after the laundromat incident. The clinician instructed the patient and his brother how to exchange the driver to the backup driver. The exchange was performed without adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the driver's external and internal components revealed no abnormalities. The driver was tested and passed all functional testing with no anomalies or alarms. The driver performed as intended, and there was no evidence of a device malfunction. Syncardia has completed its evaluation of this customer experience and is closing this file.